Manufacturer narrative:
(B)(4) g2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a right distal femur fracture, orif performed with 9-hole ncb plate placed. Subsequently plate fracture occurred, with removal of plate and new 15-hole ncb plate placed approximately 8 months post implantation. Due diligence is in process and no further information on the reported event has been provided.